Event description:
It was reported that the iab was inserted without difficulty. Immediately after insertion, blood was observed in the helium tubing. As a result of this, the iab was removed and replaced. There were no pt complications.